Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a confirmed fracture. During implant the physician was unable to implant a new rv lead due to the patient's anatomy, instead, the physician kept the rv lead in the patient and reprogrammed the device to atrial demand pacing with rate response. No patient complications have been reported as a result of this event.